Manufacturer narrative:
On (B)(6) 2016 08:37 am (gmt-4:00) added by (B)(6) ((B)(4)): the investigation of the complaint has been completed. It was reported that the unit stopped during use with an error message that required ventilator shutdown, followed by a loud alarm. During service, our field service engineer experienced a "restart ventilator" error message upon power-up of the ventilator. He found that the control cable screw was loose, and he tightened/secured it. Then the ventilator started up without issues and, several pre-use checks tests were performed and passed before the ventilator was returned to service. The control cable connects the user interface panel with the patient unit. The evaluation of the received device logs confirmed a "panel disconnected" alarm on the date of event that is reported. The "restart ventilator" message is shown on the user interface when a communication between the user interface and the monitoring printed-circuit(pc) board is lost. When the "restart ventilator" alarm appears, the ventilator becomes unresponsive to input but the system will continue to ventilate with current parameters(set by the user before the event). Due to the absence of displayed parameter values and ventilation curves, the user may perceive the situation as a stoppage of ventilation. Our conclusion in this matter is that the cause for the reported issue was a loose control cable.

Event description:
On (B)(6) 2016 08:25 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).

Event description:
(B)(4). It was reported that the ventilator stopped during use with a displayed error message, this required the ventilator to be shutdown and was proceeded by a loud alarm. They rebooted the unit and removed it from the patient. There was no patient harm reported. (B)(4).